Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a power on reset occurred.

Event description:
It was reported that the patient heard an audible tone and was instructed to send a remote monitor report. But the system was unable to send. Wireless telemetry was not possible via the remote monitor resulting in failed transmission error and need to have patient do manual transmission using the wand on the remote monitor. Upon an in-office interrogation it revealed the patients implantable cardioverter defibrillator (ICD) experienced a power on reset (por). The longevity estimator was exhibiting an incorrect reading as a result of the por. A programming intervention was completed to reset the device. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.